Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient got her staples out a week ago. The patient mentioned that prior to implantable neurostimulator (ins) implant, she gushed water however now the ins was working ok. The patient reported she had been sick and was wondering if the ins implant can make her feeling sick. Additional information indicated that she really did not understand. She had to go to bathroom too much and up 2-3 or 4 times night. She would go to the bathroom before go grocery shopping and as soon as she got there, she had to go and if she made it back, she's usually wet herself carrying her grocery in. Patient stated they did the wires first then 6/15 put that thing in. She had to go to.. [Illegible] ... Sample yesterday. She asked the nurse if they could check this thing caused all weekend she had to run and run. Patient said they would do that on 28th. It hurt so much down there nonstop in the weekend and they finally called something this am caused they told her she did not have infection or pain medication would not stop it. Additional information received from patient on august 16 reported that she was still getting up twice per night. It seemed to do better day time. It was indicated that the hurting finally stopped was bladder infection. The patient would pray it better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the patient had a hysteroscopy. It was also indicated that they didn't get medication for the infection they had when an abscess burst. The patient mentioned they had surgery for the abscess, and had a bladder infection ever since. The abscess left a hole that got fixed during the surgery. It was noted that the patient was given antibiotics to get rid of the bladder infection. They went to the hospital the tuesday morning ((B)(6) 2016) prior to the report, and were sent home after being there all day. The patient was sick all week, dizzy, and couldn't turn their head. They came home yesterday, but still didn't feel good. It was further indicated that the patient had an appointment with their healthcare provider the morning they went to the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.